Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the left therapy electrode pad. The area was described as red and itchy. During a follow up, it was reported that the patient's doctor prescribed an ointment and that the rash had improved due to its use.